Event description:
Additional information received reported that the health care professional switched the morphine out with normal saline when the pump stalled.

Event description:
It was reported that there was a motor stall and the patient went into withdrawal. Following the confirmed motor stall, the patient experienced withdrawal symptoms and went into the emergency room. It was unclear when the motor stall occurred, when the onset of withdrawal was, or what the specific withdrawal symptoms were. The pump was replaced on (B)(6) 2012, and it was planned to return the pump for analysis. The medication in the pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).